Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4)

Event description:
Caller reported blood glucose results of 290 mg/dl on the advantage system, 92 mg/dl on the compact system within 5 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meters and strips, replacement sent.